Event description:
It was reported by service report that the left side rail could not be latched and the foot end brakes were not holding properly. No pt involvement or adverse consequences were reported.